Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that placement difficulty occurred while attempting to implant the lead. Lead placement was attempted five times and during placement attempts, the lead sensing and thresholds experienced high amounts of variation. It was also reported that it took an abnormal amount of turns to remove the lead fixation. The physician chose not to use this lead and implanted a new lead. No patient complications have been reported as a result of this event.